Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. After 5 days of support prior to removal the pulses were present but lost post removal. The impella cp was explanted via surgical cutdown. The peel-away sheath remained in place. A clot was extracted. No pulse was detected following the initial repair, so the repair was repeated, after which pulses returned. The groin was then closed. The patient remained hemodynamically stable, with plans for bronchoscopy and anticipated extubation, followed by extracorporeal membrane oxygenation (ECMO) decannulation. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
No product of logs were returned. In order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted to provide medical safety/clinical review. No new information was identified that changes the previously submitted device investigation or its conclusions. Medical safety review: medical safety/clinical reviewed the event. A patient required mechanical circulatory support, and an impella cp (pump 1) was implanted. After approximately 5 days of support, escalation to an impella 5.5 was planned. During impella cp explant via surgical cutdown, clot was noted. The peel-away sheath was still in place which is against recommendations. Following initial vascular repair, distal pulses were absent; repeat repair restored pulses, and the groin was closed. An impella 5.5 (pump 2) was successfully implanted on (B)(6) 2025 and provided support until explant on (B)(6) 2026. On day 1 of impella 5.5 support, urine output was <30 cc/hr with pink-red discoloration (hematuria). Approximately 5 days later, the patient developed renal failure requiring dialysis and continuous renal replacement therapy (crrt) at 100 ml/hr ultrafiltration. On day 27 of impella 5.5 support, the patient developed gastrointestinal bleeding; the contribution of device-related anticoagulation (heparin) to the bleeding event could not be determined. The following day, concern arose for lower extremity paralysis. The patient had previously been supported with both impella cp and peripheral va ECMO concurrently. Neurology consultation was planned, but no further neurologic evaluation details were made available. The patient remained on impella 5.5 support until care was withdrawn. No further information was noted. The event story involves two product complaints. Impella cp pump 1 - MDR 1220648-2026-01487: serious injury. Impella 5.5 pump 2 - MDR 1220648-2026-00635: death. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella 5.5.